Event description:
The nurse reported the system went blank and a system message displayed. The system was rebooted and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. No system message was found in the event log. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).